Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.

Event description:
It was reported during a total knee arthroplasty on (B)(6) 2016, the tip of the drill bit fractured. There was no delay in the procedure and the patient did not retain a foreign body.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. A conclusive root cause of the event could not be determined.

Event description:
It was reported during a total knee arthroplasty on (B)(6) 2016, the tip of the drill bit fractured. As a result, pieces of the fractured tip were removed from the patient's bone. There was no delay in the procedure and the patient did not retain a foreign body.